Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has bent battery pins. There was no reported patient involvement.

Manufacturer narrative:
.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified and was located to j1 pin 2, which was found to be bent. The available information is consistent with a malfunction of the battery pca. The cause was not determined. No further investigation or action is warranted.